Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Customer's blood glucose value was unknown. Customer also stated that the screen had frozen display. The customer was assisted with troubleshooting. Customer stated that the scroll bar was not moving with no input. There was a stuck on the screen. The customer stated that they were unable to clear the alarm. Customer states they were not able to rewind the insulin pump the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.